Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "stuck key on keypad" was reproduced. A review of the event history log revealed multiple "system error 119" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as code ec119. Ec119 can only occur during the initial power-up sequence of the pump. It cannot occur during pumping/infusion. This issue may result in a delay of the delivery of intravenous (IV) solutions. It is unlikely that this issue would cause or contribute to a potential death or serious injury. The cause of the condition was the keypad. The keypad requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had stuck key on keypad found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.